Event description:
It was reported to vyaire medical that device would not maintain mean airway pressure on the 3100 a ventilator. At this time, there si no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field servce representative went oniste to evaluate the device. Checked all connections, no delta p. Connected patient circuit and left all connections including blender connected as it came from nicu. Unit passed patient circuit calibration and ventilator performance checks without adjustment. Did not note any whistling noise. I suspect that there was a problem with the oxygen supply as the blender was set to 100% oxygen. If the oxygen supply had an issue the blender would whistle and there would be no supply to the bias flow and ventilator would alarm and not maintain any pressure or delta p. Performed a 2k hour as I found the filters to be very dirty. Customer supplied new filters. The dynamic displavcement indicator did require adjustment. After preventive maintenance the ventilator is performing better than before and is within vyaire specifications."